Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was capped due to a product performance issue. Any attempt to gain additional information was unsuccessful. No further attempts will be made due to nature and severity. Should additional information become available this file will be updated.